Event description:
A continuous cycling peritoneal dialysis (ccpd) nurse called technical support because her patient was unable to complete his treatment and she would like to know the reason why the cycler did not finish the treatment. She added that the patient had gone to the hospital and may change modalities from ccpd to hemodialysis (hd). This could possibly be due to the catheter. Additional follow up confirmed that the patient changed modalities from ccpd to hd. A written request for patient medical records and additional event information was made but the documents have not yet been received.

Manufacturer narrative:
(B)(4). Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested the patient's medical records but they have not been provided. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation.